Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's volume was too low. There was no adverse effects to the customers blood glucose levels. No additional product or event information is available as customer declined technical support to troubleshoot further.